Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump alarmed no delivery. The current blood glucose reading is 345 mg/dl. Customer reported a low blood glucose event. The blood glucose reading at the time of the event was 35 mg/dl. The paramedics were called to treat. Customer was not taken to the hospital. Customer stated that she was connected when she primed the insulin pump. Nothing further reported.